Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window corner, cracked case at the display window corners, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker, and protruded/loos drive support cap. (B)(4).

Event description:
Customer reported via phone call, the drive support cap was coming out. He didn't know his blood glucose level. He was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.